Event description:
Reporter alleged blood glucose readings were > 200 mg/dl and customer was told to be admitted to the hospital. It was reported blood glucose measured 543 mg/dl back to back with a comparison of in the 120s mg/dl performed within 10 minutes. No treatment was reportedly received. A request was made for the return of the suspect device and replacement product was sent.